Event description:
Physician reported that on the cushing style bipolar, the end of the bipolar begin to separated when pushing the two sides together all the way.

Event description:
Product ID for device received was identified as n19c15 not n19c07 as initially reported. The MFR of the device has been identified and provided herein.